Manufacturer narrative:
Date of event was not provided, estimated date entered.

Event description:
It was reported that the console system was consuming fibers rapidly causing many fibers to be used. It was stated that, as a result, the patient experienced bleeding of an unspecified nature and was admitted to the emergency room. No additional patient complications were reported. No further information has been provided to date.

Event description:
It was reported that the console system was consuming fibers rapidly causing many fibers to be used. A faulty laser rail was causing the fibers to burn where they connect to the laser system. As a result of the event, the patient experienced bleeding due to tissue damage. The patient was taken to the emergency department where he was given a transfusion in order to treat the bleeding. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the console system was consuming fibers rapidly causing many fibers to be used. A faulty laser rail was causing the fibers to burn where they connect to the laser system. As a result of the event, the patient experienced bleeding due to tissue damage. However, it is unknown what caused the tissue damage and bleeding. The patient was taken to the emergency department where he was given a transfusion in order to treat the bleeding. No additional patient complications were reported.